Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had received several inappropriate shocks due to oversensing via a reduced intrinsic amplitude. There was also some noise and undersensing during the episodes. The first shock induced ventricular fibrillation. It took several shocks to convert the arrhythmia. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.